Event description:
Related manufacturer reference number:2017865-2023-95160. It was reported that patient presented to the clinic for a follow-up. The physician decided to explant and replaced the pacemaker. Also, the right ventricle (rv) lead exhibited noise episodes. The rv lead was capped and replaced on (B)(6) 2025. There was no patient consequences reported.